Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer alleged that the pump was not delivering insulin properly; however, tandem technical support performed pump data log review and found that customer manually stopped insulin delivery.